Manufacturer narrative:
The reagent lot number is 77292601 with an expiration date of 31-oct-2024. Reagent issues were excluded. The field service representative found the sample probe was not correctly adjusted. It was deformed and the needle was not centered in the sonic wash station (sws). Furthermore, the sws seal was not placed correctly. He fixed both issues. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable cobas creatinine plus ver.2 assay results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 0.0684 mg/dl. The repeated result was 3.76 mg/dl.